Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor no power to the burr. Method and results: device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor no power to the burr failure of p/n: 110940, sn: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. The device was not returned for evaluation.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. During the case yesterday we got to the burring stage and the burr would not get power. We were on the phone with customer service for 30 minutes before we were able to get the case going again. The issue turned out to be a faulty anspach that would not allow any power to the burr at all. We continued with the case but we were delayed. Rring stage and the burr would not get power. We were on the phone with customer service for 30 minutes before we were able to get the case going again. The issue turned out to be a faulty anspach that would not allow any power to the burr at all. We continued with the case but we were delayed.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. During the case yesterday we got to the burring stage and the burr would not get power. We were on the phone with customer service for 30 minutes before we were able to get the case going again. The issue turned out to be a faulty anspach that would not allow any power to the burr at all. We continued with the case but we were delayed. Rring stage and the burr would not get power. We were on the phone with customer service for 30 minutes before we were able to get the case going again. The issue turned out to be a faulty anspach that would not allow any power to the burr at all. We continued with the case but we were delayed.